Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on his back where the therapy pads are. Rash was described as red and itchy. There was no alleged device malfunction contributing to the irritation. Patient reported that his cardio therapist advised him to keep the irritation "clean and dry". Follow up indicated that the rash is improving.